Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced 2 infusion sets fell off events on 07-june-2024 and 12-june-2024 .the event 1 occurred within 1.5 day of insertion.the event 2 occurred within less than 24 hours of insertion.the patient replaced infusion sets and resumed insulin deliveries successfully. No further information was available.

Manufacturer narrative:
Initial and final (B)(4) - device 2 of 2.